Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. This xxl esophageal balloon was used in a venous setting. The directions for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus¿¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04520. It was reported that balloon rupture occurred. The target lesion was located in a non-tortuous and very mildly calcified vein. A 16-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. During initial inflation at 5 atmospheres for less than 5 seconds, the balloon ruptured. The device was completely removed and another 16-6/5.8/75 xxl¿ esophageal balloon catheter was advanced. However, on initial inflation at 5 atmospheres for less than 5 seconds, the balloon also ruptured. The device was completely removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.